Manufacturer narrative:
Sc-8336-50 (sn: (B)(6)). The returned paddle lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients paddle lead was facing upwards resulting in loss of coverage of pain areas. The patient underwent a paddle replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients paddle lead was facing upwards resulting in loss of coverage of pain areas. The patient underwent a paddle replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks after implant.